Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) . All measurements were without error messages. The complained test strips have been calibrated against the (B)(6) standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's father complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer initially tested at 2:03 a.m. With a result of 5.8 inr. The customer re-tested at 2:04 a.m. With a result of 4.1 inr. The customer's therapeutic range at the time of the event was 3.5 - 4.5 inr. Sometime after (B)(6) 2018 the customer's therapeutic range was changed to 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to these results. The customer is in stable condition. The meter and test strips were requested for investigation. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.